Event description:
The customer reported that there is a motor error alarm after changing the reservoir and when giving bolus. Patient's blood glucose at that time was 130 mg/dl. Advised the customer that the insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No other error alarm could be confirmed due to the erased history file. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device will be returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.